Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration port of an exactamix 3000 ml eva tpn bag was black. This was noted during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and dark embedded particulate matter (pm) in the body of the spike port was observed. A microscopic inspection of the pm was performed and the pm was found to be encapsulated. Analysis of the pm determined it to be a polymer related to the manufacturing of the product. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.